Event description:
The customer reported a past low blood glucose (bg) event of 2.8 mmol/l; cause was unknown. Customer consumed glucose tablets to successfully resolved the bg. A recommendation was made to consult with their healthcare provider regarding diabetes management.